Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) novum iq large volume pumps had unspecified errors, leading the user to stop the pump. Furthermore, the screens on the devices were "freezing". New pumps were pulled to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.